Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at the hospital by our field service engineer. It was reported that the ventilator failed internal leakage test during pre-use check. The air gas module was found defective and needs to be replaced. The device logs were not received and no parts were return for investigation. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).